Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was being implanted with an impella cp device for mechanical circulatory support and encountered a placement signal issue. The sensor read -18/-18/-18 while the device was being primed and in the plastic packaging. It was confirmed the device had not been implanted or ever taken out of the plastic packaging. The decision was made to replace with a new impella cp device which was successfully implanted via the right axillary artery.

Manufacturer narrative:
Further information noted the patient would eventually expire one day later and, however, from complications unrelated to the impella cp devices. Support was withdrawn related to ischemic bowel injury, rising pressors requirements, and loss of pulses to bilateral lower extremities. Medical safety review noted placement signal issue occurred during priming. New impella cp was implanted without incident with minimal delay. There is no indication or report of hemodynamic instability. Patient expired from complications that are dissociated from the impella devices used. The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.